Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two device. The visual inspection of the returned products noted; the circular seals were cut. The envelope seals and cannulas appeared intact. Pmv performed functional testing: the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter an issue occurred during a transabdominal preperitoneal (tapp) procedure. A pneumoperitioneum leakage occurred. A new trocar was opened and used to complete the procedure. No patient injury.